Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported patient had a 4fr power PICC solo with a hole at the 5-8 cm marking. PICC was inserted on (B)(6) 2023 and issue was noted in (B)(6) 2024. Leak was noted as flush was leaking back to the insertion site and saturating the dressing. PICC team investigated and PICC was no longer required so same removed. Hole noted at just before the 8cm mark. No new PICC was needed. Leak did not cause any adverse events for patient and no injury occurred.